Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing threshold. It was found out during a routine follow-up and was confirmed through fluoroscopy. The physician did a lead revision but was unsuccessful due to recent stenosis formation at the left coronary sinus. However, the following day lv epicardial lead was successfully implanted. The lv lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this left ventricular (lv) lead was returned completely. Visual inspection showed dried blood/body fluid noted in the lead lumen. Deformed conductor coils at 470 mm from the terminal pin. Cuts in the insulation at 486 mm from the terminal pin. There is nothing visually wrong with the lead that would cause dislodgement.